Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 sensor used with the ilet entered warmup, briefly connected and issued a low glucose alert, then the ilet displayed ¿connect cgm or enter bg, dosing will stop in 6 hours,¿ followed by a subsequent prompt to replace the sensor; pairing was retried and the caregiver ultimately replaced the sensor, after which a new sensor began warming up. Symptoms included no reported adverse effects and the patient felt fine. Outcomes included temporary interruption of automated insulin dosing pending cgm reconnection or replacement. Investigation included guided troubleshooting for bluetooth pairing and sensor replacement. Investigation of this case revealed a cgm connection failure during warmup and a sensor error that required replacement, with no ilet malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a cgm sensor or connectivity issue external to the ilet.